Event description:
It was reported that the rigid video scope had a cut in the cable. The issue occurred during inspection for use, prior to patient in room for an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
E1: phone number: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h4, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the charged coupled device (r-unit) is broken. The image is foggy and therefore no image is displayed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the cut in the cable was due the protector of the video cable section was also cut, and the image is foggy, and no image is displayed due r-unit is broken, should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.